Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error and delivery prompts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned insulin pump for an alleged motor error alarm, no delivery alarm and crack at the battery tube. Insulin pump passed the displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm during testing. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Unable to verify motor error alarm and no delivery alarm due to corrupted history file. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. Motor passed motor test. No motor error alarm. The following were noted during visual inspection: cracked reservoir tube lip and cracked battery tube threads. Device passed required testing. Not confirmed motor error alarm and no delivery/occlusion alarm. Confirmed crack at the battery tube.